Event description:
The customer alleged that he received a control test result of 400 mg/dl using his contour meter. While troubleshooting, he performed control tests and received results of 428 and 422 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.